Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned the product on 6/07/2013. Device problem is already known so no evaluation will be performed.

Event description:
The consumer stated that her tampons came apart upon removal and tampon pieces remained inside of her. She indicated that this occurred on three separate occasions. She was able to remove all remaining pieces.